Event description:
Upon removal of specimen bag by surgeon, bag tore requiring specimen to be retrieved by surgeon using instrument . During this technique, small torn portion of bag was found in surgical site and removed by surgeon. Damaged product removed from field,